Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in event description is being filed under a separate medwatch report number.

Event description:
This is filed to report the clip opening while locked. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4, calcified annulus and restricted posterior leaflet. An xtw clip (20608r256) was inserted, but one of the grippers did not lower. Troubleshooting was performed, but the issue was unable to be resolved; therefore, the clip was removed and replaced. An additional xtw clip (20802r1006) was inserted and deployed on the mitral valve. However, after deployment, the clip opened to roughly 40 degrees. The physician stated the clip remained stable on the leaflets and mr was reduced to a grade of 2. It was noted the gradient increased to 5-6mmhg, but the physician was satisfied with the results of the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opened while locked (unintended movement). There is no indication of a product issue with respect to manufacture, design or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).